Event description:
Customer reported proximal pressure sensor autozero failed. Customer indicated they had replaced the air/ o2 flow sensor assembly prior to the alarm. No patient involvement or user harm reported. The remote service engineer confirmed the failure with the customer and provided guidance on troubleshooting potential repairs for the device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.